Manufacturer narrative:
One medfusion pump was received in good physical condition. The event history log was reviewed and there was a "system advisory pharmguard data transfer recommended" message, but there was no error which relate to the flipper issue. The power up process was conducted and "system advisory pharmguard data transfer recommended" was found at power up. The pump's memory was full. The pump's history was downloaded into the pharmguard toolbox to resolve the issue. There was no fault found with the returned pump. A pharmguard data transfer recommended alarm is a normally occurring and expected advisory alarm designed to notify the customer that the pump's memory is full and should be downloaded from the pump.

Event description:
Information was received indicating that the wipers on the plunger head assembly of a smiths medical medfusion pump were not working properly. There was no patient involvement.